Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the reported failure mode. The instrument was inspected for recognition on the in-house da vinci robot system. The system successfully recognized the instrument, showing 9 uses left. The pogo pins did not stick and were not contaminated. Instrument passed electrical continuity test. The instrument was driven and moved intuitively, the grips were able to open and close. Additional observation not reported by site was an indentation on the proximal clevis. There was a piece scraped off from the clevis. The scraped off piece measured roughly about 0.043 x 0.074. Engineering concluded that damage was likely due to mishandling. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that prior to starting a da vinci si surgical procedure, the permanent cautery hook instrument was not recognized by the da vinci system robot. No patient harm, adverse outcome or injury was reported.